Manufacturer narrative:
Device evaluation: a visual and tactile inspections were performed on the device: a bunched area was found on the shaft at 37 cm of the working length. Evident traces of blood were found on the device, in particular in the gw lumen in the distal portion. The balloon was found folded. The guide wire lumen was flushed and, after removing the blood clot, it was possible to insert the 0,035¿¿ guide wire without any resistance. The purging procedure was performed with no issues. In order to verify the correct profile of the balloon, the device was inserted in a 6f cordis introducer sheath. No resistance was felt both during insertion and extraction. The crossing profile was measured at the proximal balloon welding, in the central part and distal part of the balloon. All the measurement taken were compliant with the maximum crossing profile. No further issues found.

Manufacturer narrative:
(B)(4).

Event description:
During an attempt to treat a lesion in the right sfa using in.pact admiral, it was reported that the physician had a hard time advancing the balloon through a proximal highly calcified lesion. The lesion was severely calcified with 70% stenosis and vessel little tortuous, a vessel diameter of 5mm and lesion length 40mm. There were no issues reported during removal from package or during preparation. After the balloon passed through, physician was able to advance the balloon through the distal lesion but with difficulty. Then the shaft 'accordioned' on itself. The in.pact admiral was withdrawn and replaced by a new in.pact balloon with no issues. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.